Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the pt with a therapy cable and disposable defibrillation/ECG electrodes. According to the reporter, the device would not display the pt's ECG. Another device at the scene was used as a backup and no adverse affects were reported as a result of the alleged malfunction. The pt was resuscitated without the need for defibrillation.